Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional's office reported "right rupture and a left exchange with no complaint against the device." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side rupture. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Stress marks observed. No further actions are required as the device was implanted.